Manufacturer narrative:
Investigation completed (B)(6) 2017. The error code e2045 occurred during the evaluation and the sensor board required to be replaced. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed, DHR record is attached in trackwise. Date of manufacture: 2015¿sep. There is no service history for the device under evaluation. Based on the complaint evaluation performed the key word search to "eeprom". 10 complaints were identified and no anomalies that could be associated with the complaint incident were observed. The evaluation verified the complaint as valid; the cause was verified as an icp firmware: micro eprom checksum failure.

Event description:
Sensor board failure was reported. Additional information has been requested.